Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation after falling. As a result, the patient underwent surgical intervention where the physician could not communicate with the ins. The physician therefore replaced the ins with a different model. Postoperatively, effective therapy was restored. Also see related MFR. Report#: 3008829311-2018-00105.